Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this right atrial lead underwent a revision procedure. It was reported that during a routine check this lead exhibited high thresholds and had been programmed to unipolar. The thresholds were 2.5 volts and 0.8 milliseconds. It was reported that the patient had been doing fine and had an aortic valve replacement 2-3 weeks ago and it was though that something may have happened during that surgery. The lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.